Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent thrombosis occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 10x3mm target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (prca). After performing ablation, a 2.75 x 16 synergy¿ drug-eluting stent was deployed to the lesion. However, a small indentation in the half of the stent was noted due to calcification. An acute stent thrombosis was also noted. A 3.00mm x 8mm emerge¿ balloon catheter was then advanced for post dilation however, the device failed to cross the lesion. A 3x12mm non-bsc balloon catheter was then used to complete post dilation. No further patient complications were reported and the patient's status was stable. Post procedure the physician suspected a possible stent fracture and more image diagnosis will need to be performed.

Manufacturer narrative:
Eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. However, photo was provided by the physician. The media review is consistent with the event description in showing an image of possible partial stent fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent fracture and stent thrombosis occurred. Vascular access was obtained via the radial artery. The non-totally occluded, 10x3mm target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (prca). After performing ablation, a 2.75 x 16 synergy drug-eluting stent was deployed to the lesion. However, a small indentation in the half of the stent was noted due to calcification. An acute stent thrombosis was also noted. A 3.00mm x 8mm emerge balloon catheter was then advanced for post dilation however, the device failed to cross the lesion. A 3x12mm non-bsc balloon catheter was then used to complete post dilation. No further patient complications were reported and the patient's status was stable. Post procedure the physician suspected a possible stent fracture and more image diagnosis will need to be performed.